Manufacturer narrative:
The impella device was not returned for evaluation. Upon completion of the investigation, a supplemental report will be submitted. The failure mode will be monitored and trended.

Event description:
The user facility reported an impella cp in a 55yo female patient for mechanical circulatory support. It was reported that pump was unable to achieve flows above 1.3 l/min due to visible kink in the cannula. The pump was replaced for ongoing support. There was no patient harm. No additional information was provided.

Manufacturer narrative:
The investigation for the low pump flow has been completed. The pump was not returned for investigation. The total case runtime was 15 minutes. Data logs show low pump flow throughout the case without reported motor current spikes or positioning issues. The cause of the low pump flow issue was most likely kinked cannula, based on given clinical details. In accordance with updated procedures, section d6 has been revised from the initial submission.